Manufacturer narrative:
Initial reporter establishment address: (B)(6). The device was returned to olympus for evaluation. It was noted that the bending section rubber was dirty and the adhesive was detached. It was also noted that the universal cord, the distal end, the scope connector, switch 1, switch box and the acoustic lens all had a scratch. Stretched angle wires were also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
An olympus representative returned a demo evis exera ii ultrasound gastrovideoscope without reporting an issue. Upon inspection and testing of the returned device, it was noted that the forceps elevator had foreign material (dirt). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material on the forceps elevator was confirmed, however could not be identified. The root cause of the issue could not be determined. The event may have been prevented by following the instructions for use which state: ¿important information ¿ please read before use caution. ·after using the endoscope reprocess it according to the instructions given in chapter 7, "cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope's distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.